Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product had a cuff leakage. The cuff leakage occurred while the patient was intubated on the ventilator. The patient was re-intubated.